Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels reaching 342 mg/dl. Customer's health care professional recommended pump settings be adjusted. Tandem technical support guided the customer through adjusting pump settings. Customer delivered a bolus to stabilize blood glucose levels.